Event description:
Event description guidant received information that that patient with this ventricular lead had an impedance measurement greater than 2500 ohms which triggered the lead safety switch. Technical services explained how to reset the lead safety switch and had the clinician perform a lead impedance test which revealed the impedance to be greater than 2500 ohms in both bipolar and unipolar configuration. In addition, there was no capture and no sensing. The device is currently programmed to aai mode. The patient is not symptomatic.